Manufacturer narrative:
This report will be amended wen our investigation is complete.

Event description:
It is reported that the pt was revised due to pain. The revision surgery revealed changes consistent with metallosis and metal wear debris in the joint.